Event description:
It was stated that a person with diabetes had an issue with the cleo not staying on and infusion set blockage. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.